Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter. However, during the initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.